Event description:
The customer reported to baxter (B)(4) a 3000ml eva bag with a leak near the ports. The condition was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the reported condition cannot be confirmed and the root cause cannot be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.